Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider (hcp) regarding the patient in a clinical study. The clinical diagnosis was medication side effects. On 2016-08-24, it was further reported by the hcp that the patient was receiving dilaudid with concentration 25 mg/ml at a dose rate of 13.989 mg/day and compounded baclofen with concentration 486.4 mcg/ml at a dose rate of 272.17 mcg/day at the time of the event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
History: back and leg pain. Concomitant drugs: none.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter.

Event description:
Information was received from a healthcare provider (hcp) via product surveillance registry (psr) regarding a patient receiving intrathecal compounded baclofen (concentration 243mcg/ml; dose 178.72mcg/day) and morphine (concentration 25mg/ml; dose 18.387mg/day) via an implantable infusion pump. Indication for pump use was non-malignant pain. The patient was hospitalized after falling out of bed and fracturing a rib. On (B)(6) 2016, the patient experienced hypersomnolence and hypoventilation (elevated pco2) related to the daily dose of intrathecal medication. Laboratory testing on (B)(6) 2016 showed the patient had an elevated blood gas pco2 level and the patient was hypoventilating. On (B)(6) 2016, the pain medication appeared to contribute to the hypoventilation which was complicated by rib fracture pain. On (B)(6) 2016, the pump dose was reduced by 25%. On (B)(6) 2016, the patient showed improved cognitive function and respiratory status. On (B)(6) 2016, the patient showed improved respiratory function with less pain medication. The event required in-patient or prolonged hospitalization and was considered related to the device or therapy. The event resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.